Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the submitted article has shown that one the metal frame on the screwdriver broke and the thread of the holding sleeve on the awl aborted. The exact circumstances of the loss that has led to this damage is undetermined. The inspection on basis of the material and manufacturing documents has showed that the screwdriver has been manufactured in october 2008 and the awl in july 2004, according to the specifications. Based on this result, we cannot exclude a manufacturing fault. Since these are older instruments, it is possible to believe that the damage is caused by the extensive use. For this reason, it is possible the present case as an event that occurred during very long periods of use. A material defect can be excluded. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The screwdriver and the awl are defective. This is 1 of 2 reports for complaint (B)(4).